Event description:
Caller reported a cgm error, specifically error 42, related to the g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, guiding the caller through the process. After the reset, the cgm error code did not reappear, and the caller was able to successfully start a new sensor session.